Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: 100 anvil, cartridge, drivers, one piece sled. The analysis results found that one ple60a device was returned with the anvil bent upwards and with two cartridge reloads present. Cartridges were received with the right side fully fired, left side outer row fully fired, and two inner rows partially fired with the cartridge pan partially detached at proximal end. In order to verify the condition of the internal components of the reloads they were disassembled and the reloads were noted to have the deck, drivers and one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. In addition, the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the fourth firing on the stomach with a black cartridge using seam guard, the device failed to form a staple line on the patient side. One row was semi intact the other two rows had open/unformed staple legs. On a second firing with a new black cartridge, no staples formed except row on the patient side. The surgeon sutured the area laparoscopic. The procedure was completed without impact to the patient. The patient is currently okay.